Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the patient presented with m1 left side occlusion. During procedure the physician attempted to inflate the balloon guide catheter; however, the balloon did not inflate. The physician removed the balloon guide catheter and reported that the balloon had burst.

Manufacturer narrative:
The device history record (DHR) review was unable to be performed as the reported lot number was not recognized by the manufacturer. Attempts were made to obtain the correct lot number; however no other number was reported. The device was not returned for evaluation; therefore, testing and a functional analysis could not be performed. Based on the information currently available the cause of the reported issue cannot be determined.

Event description:
It was reported that the patient presented with m1 left side occlusion. During procedure the physician attempted to inflate the balloon guide catheter; however, the balloon did not inflate. The physician removed the balloon guide catheter and reported that the balloon had burst.